Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was initially reported that the patient had an infection and the device was explanted sometime in (B)(6) 2014. On 10/6/2014, additional information indicated that the patient had experienced drainage and a cerebrospinal fluid leak. On (B)(6) 2014, the patient was diagnosed with an infection of the device pocket and lumbar region. Cultures were obtained and isolated gram (-) rods. The patient did not have meningitis. It was noted that peri-operative antibiotics had been administered and the patient was at risk prior to implant due to post-op wound or skin contamination. Treatment included IV antibiotics and total device system explant. The patient outcome was reported as no drug withdrawal. The device system was used to deliver lioresal.